Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 5 was failed. A field service engineer (fse) identified that the control board lights were not lit and replaced the pixie bus module control board, drawer retractor and the drawer control board, but the issue remained unresolved. The fse then removed the row board cable connection from the drawer control board to test if a fault was being generated from the row board trays or a pocket, but there was still no change in the back of the drawer control board light emitting diode indicator lights. To resolve the issue, the fse installed the new drawer, restarted the device, configured the storage space. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer multiple issue and drawer not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.